Manufacturer narrative:
Corrected b2 by unticking the box "other serious (important medical events)". Updated d9 device return. Corrected h6: added medical device problem code a150101. Added type of investigation code b01. Updated investigation findings code to c16, code c21 is no longer applicable. Updated investigation conclusions code to d0301, d15 and d12, code d16 is no longer applicable. The device was returned to w. L. Gore for investigation. The engineering evaluation of the returned device showed the following: · the fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. The primary deployment line (pdl) was identified to be broken at the primary deployment connector. The pdl remained in the back up access hatch which is consistent with the report that the back-up deployment mechanism was not utilized. The observations of the device evaluation support the event description¿s report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded. · the knot area of the primary deployment sleeve was investigated under magnification and micro-computed tomography (micro-CT). The knot construct and the knot tightening when the pdl was pulled rather than unstitching the sleeve suggests a true knot was formed at the leading end of the device. The root cause for the true knot could not be confirmed. There is potential that the pdl broke due to a true knot at the leading end of the device. Although the root cause could not be confirmed, there is potential for the failure mode to be attributable to the manufacturing process. The worst-case severity of harm that is reasonably foreseeable for this scenario is minor. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The gore® tag® conformable thoracic stent graft instructions for use (IFU) states the following: "complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty)".

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device is in transit back to the manufacturer. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® tag® conformable thoracic stent graft with active control system (tgm343410e) was used in a emergency setting to repair a ruptured aneurysm. During the device placement, while removing the primary deployment handle, the deployment line broke and separated from the handle. The device did not open. The back-up deployment mechanism was not utilized. This incident resulted in a difficult recapture of the stent as well as an extension of the intervention by 10 minutes. No clinical consequences were observed. A new tgmr343420e device was implanted instead.